Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was "not working". The contact did not have further information. Although multiple requests were made by tandem technical support, the customer did not reply to the requests.